Manufacturer narrative:
D section: balloon product details are unknown so d section kept empty. Iab optical sensor failure alarm. Damaged the catheter while turning the patient.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had iab optical sensor failure occurred. There was no harm or injury reported.